Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6 multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00482 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined for the liner not seating; however, it was noted that the liner was cemented in place as a result of the identified intraoperative issue. This is considered off label use per the surgical technique as cement should not be used to attach the liner to the cup. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the acetabular cup was implanted in the patient, and the corresponding liner was inserted. However, when the liner was removed with vascular forceps, it could be easily removed, suggesting that the liner would not lock into the cup. The surgeon ultimately used bone cement for fixation of the liner. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: china. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.